Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A log file review was requested for controller function. The vad coordinator pulled up controller history on 2 monitors and it was only logging 17 events. The vad team performed an echo and caused low flows, but they were not showing up in the controller history. The log file captured 259 events. Also, the log file captured multiple low flow events. Technical services reported it was possible that the controller¿s memory was not recording properly. The vad coordinator exchanged the heartmate 3 system controller due to the faulty data memory recording after sending in log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an event log file issue was confirmed. The returned hm3 system controller, serial (B)(6), was functionally tested with the returned backup battery, serial (B)(6). The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during the analysis. The controller was connected to a test system monitor and revealed 75 events under the history. The provided instruction for use shows the step to access the event history in the system monitor which may show a maximum of 256 events. Per the design, the event log will display the records if the new alarm becomes active, active alarm becomes inactive, pi event becomes active, or power cable disconnect or no external power alarm becomes active or inactive. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 28feb2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate iii IFU section 4 ¿system monitor¿ instructs users on how to properly view and extract data from the system controller by utilizing the system monitor. If data is unable to be viewed or extracted, and the outlined troubleshooting steps do not resolve the issue, contact abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.